Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) over 600 mg/dl with symptoms of dehydration (dizzy, lightheaded), polydypsia associated with no power and a call service alarm issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. During troubleshooting with customer technical support, it was revealed that the patient replaced their battery upside down in the pump after receiving a low battery and a call service (cs 064) alarm resulting in no power. It was also determined that the cs 064 had occurred one time. It was reported that the patient¿s bg was 597 mg/dl and decreasing at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in incorrectly replacing the battery in the pump and the cs alarm occurring one time.